Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an open procedure for esophagus, the stapler was able to fire but there was issue unloading the device. The instrument had locked on the resected tissue. The instrument was opened by force using forceps. A new product was opened and used to complete the procedure. There was no patient injury.